Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during day 3 of the scs trial, patient experienced cold, swelling and absence of pulse in their foot. Additionally, patient had a possible blood clot due to stopping blood thinners for the trial procedure. As a result, the trials leads were prematurely explanted to address the issue. Post explant, the reported symptoms have resolved, and the blood clot was not confirmed.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: 05415067017246, serial: (B)(6), batch: a000167054.